Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article entitled, ¿cement migration after thr¿ by j. Alfaro-adrián, et al, published by the journal of bone and joint surgery (1999), vol. 81-b, pp. 130-134, was reviewed. The purpose of this article to determine the migration of the implant and the cement mantle for the charnley and competitor stems. This was achieved by measuring the migration of both the tip of the prosthesis and the radiopaque marker in the cement restrictor. Implanted depuy products: 26 depuy and competitor stems cemented with depuy cmw cement. 12 charnley stems and 14 competitor stems. The 26 cement restrictors used are assumed to be depuy products. Results: there were no revisions or interventions done in this study. All results were identified in progressive radiological studies. 12 cases of charnley stem and cement restrictor migration. There was no reported product problem with the cmw cement. There was no migration identified in the competitor stem cohort. Captured in this complaint: 12 charnley stems: implant migration. 12 depuy cement restrictors: implant migration. No patient consequences. "